Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular repair of a left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis contralateral leg component and coils. The endoprosthesis was implanted from the left common iliac artery to the left external iliac artery to cover the origin of the left internal iliac artery. The distal portion of the left internal iliac artery was coil embolized, and the procedure was concluded. The patient tolerated the procedure. On an unknown date, imaging showed that the aneurysm was enlarged. A type ii endoleak originating from the left inferior epigastric artery was considered as a cause. On (B)(6) 2017, the left inferior epigastric artery was coil embolized to repair the endoleak. The procedure was concluded. The patient tolerated the procedure.